Event description:
Title: alternative energy sources are ineffective in preventing lymph leaks and seromas during minimally invasive inguinal node dissections. Author : grotz t.e.; jakub j.w. Citation: annals of surgical oncology. Conference: 67th annual cancer symposium of the society of surgical oncology. Phoenix, az united states. Conference publication: (var.pagings). 21 (1 suppl. 1) (pp s120-s121), 2014. Date of publication: february 2014. Inguinal lymphadenectomy carries significant morbidity. In an effort to reduce this, the authors and others have advocated a minimally invasive approach. The authors hypothesize that different tissue sealing devices may seal lymphatic channels and reduce seroma formation. This retrospective cohort study involves 18 consecutive patients undergoing minimally invasive inguinal lymphadenectomy.the first cohort of 9 patients underwent the procedure using the harmonic scalpel (ethicon) and the second cohort of 9 patients underwent the procedure using the ligasure device. Reported complication in the first cohort included seromas (n-44%). There was a higher incidence of seromas using the harmonic scalpel technique. In conclusion, lymphorrhea and seroma formation remain a major morbidity of inguinal lymphadenectomy, and a minimally invasive approach does not resolve this problem.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2014. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.